Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into respiratory arrest on (B)(6) 2024. The were on a tracheostomy collar for almost 48 hours and seemed to have lost respiratory reserve. The patient was stable and remained in a long-term acute care facility. Log files captured low flow events on (B)(6) 2024 at 9:25:35, 9:31:57, and 9:31:59.

Manufacturer narrative:
H6: health effect, impact code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined. The controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ lists potential adverse events, including respiratory failure, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.